Manufacturer narrative:
Follow-up #1: date of submission 28-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the black box showed no activity outside of normal use. The battery cap and compartment were undamaged and able to fit securely. The pump powered up with a hard call service 020 alarm. An eeprom component failure was concluded. The pump cover was removed to find no intermittent conditions to the printed circuit board.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.